Event description:
The event is reported as: for the intubation of a pt, this procedure was realized without any issues and after a while, it was observed that the balloon was porous: it deflated after several hours. Insertion of a new tube was conducted with the same results. The decision was made to leave it in place and to supervise the cuff pressure very frequently. No report of pt injury. Pt condition reported as fine.

Manufacturer narrative:
Additional information: the customer reports that they are unsure of the lot number involved in the incident. Potential lot numbers reported are: 11lg24 and 12ag29.